Event description:
Procedure was an essure tubal interruption for undesired fertility. Upon deployment of the device by the physician, only half of the coil entered the fallopian tube and the remaining half was left out in the uterine cavity. The physician attempted to remove the coil but was unable to do so. The part of the coil that extended into the uterine cavity was cut off and the part that was in the fallopian tube was left in place.